Manufacturer narrative:
E1: patient city:(B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an issue with infusion set fell off during use on (B)(6) 2024. The infusion set was used for 6 hours. The blood glucose level was 205 mg/dl. Further, the patient replaced infusion set and resumed insulin deliveries successfully. No further information available.